Event description:
The pt fell during a grand mal seizure and a subsequently suffered a bad bruise on their left breast near the generator. The pt also indicated that their leads had migrated toward the center of their neck causing a lump in their throat. Further follow-up with treating neurologist revealed that no intervention has been taken and that none is planned; however neurologist indicated that the pt was doing "poorly".